Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Device was received with cracked case at display window corners, reservoir tube window corners, reservoir tube window and battery tube threads. Device had minor scratched lcd window, partially broken reservoir tube lip, missing reservoir tube lip o ring. A reservoir was installed and did not lock in place due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she has experienced high blood glucose over 500 mg/dl. The customer stated she was having trouble keeping it below the 300 and 400 mg/dl range. She also reported that the insulin pump is damaged where the reservoir screws and the plastic ring in the reservoir compartment cracked and fell off. She stated it has been like that for a month. Customer stated that she has had two occasions where the reservoir came out of the insulin pump. Blood glucose value was 434 mg/dl. The customer also mentioned experiencing some low blood glucose. Customer was explained that if the reservoir is out for a long time, the piston will continue to travel forward and when placing the reservoir back in while connected it may push all that insulin that she missed. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.